Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The events of ¿swollen lymph node¿, which is sore¿, ¿ and "concerned about the risk of cancer¿ were later reported. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to observe as it is a medical event not related to the device. Rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported "pain due to swollen lymph under the right arm. Biopsy states that it is leaking silicone." The device was discarded.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Physician reported "pain due to swollen lymph under the right arm. Biopsy states that it is leaking silicone." The device was discarded.

Event description:
Healthcare professional reported, against unknown side, "lymphs contains silicone from a broken implant" per ultrasound. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture.